Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Six days after the event onset, the patient was hospitalized for the peritonitis event. The patient was treated with vancomycin injection (1gm, every 4 days, discontinued, route and duration were not reported), fortum injection (1gm, once daily, discontinued, route and duration were not reported) and t. Fluconazole (150mg, once daily, discontinued, route and duration were not reported) for peritonitis. Six days after hospitalization, the patient's pd catheter was removed. Three days later the patient was discharged from the hospital and has recovered from the event. No additional information is available.